Manufacturer narrative:
Upon follow up, it was reported that the patient was hospitalized on an unknown date. On an unreported date, antibiotic treatment was discontinued. On an unknown date, the patient was discharged from the hospital and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, route, frequency and duration were not reported), amikacin injection (150mg, route, frequency and duration were not reported) and cilanem injection (250mg per day, route, and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.